Event description:
It was reported that the tachy therapy mode in this cardiac resynchronization therapy defibrillator (crt-d) was deactivated due to high out-of-range shock impedances in the right ventricular (rv) lead, measuring 125 ohms, and at the patient's request. Plans were made to continue monitoring the patient. No additional adverse patient effects were reported. This rv lead remains in service.